Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable touchscreen issue was verified, but the cracked touchscreen issue could not be verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.